Event description:
On (B)(6) 2013, I had a medtronic spinal cord stimulator implanted into my back up in my t8 and t9 at (B)(6). I discussed in grave detail my concerns. I had a medtronic neck device put in the back of my neck in 2010 and broke out in hives for a month so I was concerned about hives and allergies once again. I also discussed my latex allergy and was told by violet the rep for medtronic that no one had ever been allergic to these devices so not to worry. Well everything was fine for one week and then they turned on the device. On (B)(6) 2013, within 5 hours of turning it on I became itchy around the incision on my back and on (B)(6) 2013, I became itchy around buttocks incision. The following day on (B)(6) of 2013, I was covered in hives on my back. The following day on (B)(6) of 2013, I was completely covered in hives head to toe and the next day which was sunday (B)(6) 2013, of l weekend I had trouble breathing so I called rep. She told me to call surgeon. I called dr. (B)(6) and told him what symptoms I was having and he told me to make appt on monday. I then called family doc and told him of my symptoms who told me to get to emergency. Apparently I was in anaphylactic shock. I went to urgent care of (B)(6). They stabilized me for a few hours and then I went back into anaphylactic shock. They were closing and sent me home in that condition with prescriptions. I took prescribed meds all day monday the (B)(6) and even the next morning of the (B)(6) 2013. That morning I was still in shock but now suffering bouts of diarrhea, vomiting, vile and severe gut pains. Ambulance was called and I was taken to mclaren hospital in allergy ICU unit. Eight specialists all agreed I was highly allergic to the device in my back. I spent four days in hospital. Had developed ulcerative lesions of esophagus stomach colon and pancreas from all the inflammation that had filled inside my body from the hives. I spent four days in (B)(6) and I went home on the (B)(6) 2013. I went home on ten meds and was so sick and weak that I had to wait to have device removed. It was taken out in (B)(6) of 2013 . Also my t8 and t9 disks were damaged when the leads were removed. I now have to take claritin 10 mg daily and I've developed all kinds of new allergies I have to carry an epi pen with me. My colon, stomach, pancreas, and esophagus are all permanently damaged. I was never offered an allergy test kit by medtronic.